Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a power (battery life) issue. The reporter stated that the patient had blood glucose (bg) of 19.4mmol/l with polydipsia. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. Customer support (cs) completed troubleshooting and low battery alarms appeared in the history and there was no damage to the pump. This report is being made due to the alleged power issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/23/2015 with the following findings: the low and replace battery alarms were observed in the alarm history. No evidence of short battery life observed in the black box history. The last basal delivery was on 10/05/2015 at 22:04. The tdd reflected the users programmed basal rate. The pump delivering accurately until last date used. Pump current draws are within specifications. The pump was exercised for 24 hours on a 1 u/hour basal rate and the pump correctly recorded 24 units in the tdd. A delivery accuracy test was performed and the pump was found to be delivering accurately and within the required range. The battery compartment was found to be cracked on the side at the case seal. No evidence of moisture was found inside the battery compartment. The display was found to be dim, faded, and discolored. The audio bolus button cover was observed to be missing/detached from the pump. The pump case was removed and no intermittent conditions or moisture was found inside the pump. Unable to duplicate battery life issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)